Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 545 mg/dl. Cause of the high bg was unknown. A manual injection was administered to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.